Event description:
Hold for td 12/01 information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Patient states having problems about device. Patient states they talked about putting another lead in where anchor is and for a year was ok. Pt is in some discomfort. Pt sates (B)(6) and saw hcp, pss had a hard time understanding patient. Pt states a rep has been working with her for a long time. Pt had burning couldn't feel stim down legs anymore and having discomfort. Pt states she is having issues walking whether walking or not. Pt states at appt did stim lower and discussed taking out device altogether however pt states if they take out will be on more medication. Pt states they changed all the groups/settings. Pt states she was told to turn off stim however couldn't handle being off so turned back on and did the same off/on but showed low battery so charged. Pt states when goes to charge ins showed how walking and how swollen she is and how hard to lift right leg. Pt states a lot of issues charging. Pt states would last 4-5 days and within 2-3 days most the battery is low again. Call was disconnected when pss went through hcp website pss could hear patient however pt could not hear pss agent.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pt said they didn't have issues charging the implanted neurostimulator (ins), but they noticed their ins was depleting faster than normal and would only last 2 days. Patient services specialist (pss) reviewed ins battery depletion was dependent on ins settings and usage. Pt noted when they charge their ins they would have to pull the "belt so tight" which made them uncomfortable. Pt noted they had anxiety. Pt mentioned the message they would see is the "battery low" message indicating them to charge their ins. Pt said they don't believe their hcp wants to schedule them for another appointment. Pss was unable to troubleshoot to make sure the pt could charge their ins, because the pt noted they couldn't troubleshoot during the call. Pss -redirected the pt to follow-up with their hcp.

Manufacturer narrative:
Concomitant medical products: product ID m943899a lot#/serial# unknown product type accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.